Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2367 alarm that occurred on the home choice (hc) unit during dwell 7 of 7. The technical service representative (tsr) had the hp close the clamps and cycle the power. The hc went to press go to start. The tsr had the hp disconnect, then explained the alarm and explained the hp will have to finish the therapy with manual bags. The tsr recommended the hp contact their nurse. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 alarm was not confirmed. Batch information was reviewed that there were no issues or exceptions noted. The assignable cause was not determined. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.